Manufacturer narrative:
Section b3: date of event: exact date unknown/not provided. Only provided as last few years. Section d6a: if implanted; give date: unknown/asked but not provided. Only provided the year 2023. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with an monofocal intraocular lens (iol) in the right eye experiences blurry vision which impact his daily activities. The patient stated that the lens has shifted and his vision perception has been affected. One day while the patient was gardening he could not see in the right eye and felt like he went blind in that eye. The exact date when this issue occurred was not provided. The patient also reported he can see his lens floating around and when he looks at the light everything is blurry. The patient is unable to see three (3) feet away or see how many fingers he is holding up. The patient is unable to ride his motorcycle now. The patient indicated he is scheduled for an iol exchange on (B)(6) 2026 with another surgeon. No other information was provided.